Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor sensor did not pair to the ilet due to an incorrect sensor pairing code entered on setup, and support guided the user to enter a new pairing code and begin pairing. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding correct pairing procedures. Investigation of this case revealed user setup error leading to pairing failure, with device performance otherwise unconfirmed to be at fault. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.